Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and other chronic intract pain. It was reported that the patient's controller and ins are going dead within a day. It was reviewed that the controller should last at least 1 recharge session. The caller stated that they did not check the energy usage with the tablet before the patient went home. The caller stated that the healthcare provider (hcp) prefers 500 rate and 500 pulse width. The caller will run energy usage to see if the device is performing as expected and make programming adjustments if needed. No symptoms were reported. No further compilations were reported or anticipated.

Manufacturer narrative:
Correction was incorrectly selected as both adverse eventt and product problem, however, should have just been product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.